Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Health professional reported left side capsular contracture, baker grade iii. Per the ultrasound "lobulated and irregular contours in a tight areolar topography in the junction of inferior quadrants." The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
Health professional reported left side capsular contracture, baker grade iii. Per the ultrasound "lobulated and irregular contours in a tight areolar topography in the junction of inferior quadrants." At clinical discretion, a magnetic resonance imaging (MRI) test could bring more evidence of a possible intracapsular rupture of the device. The device remains implanted.